Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer 3.2 was failed and not detected on bus. The field service engineer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row board was failed. The field service engineer replaced row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.